Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was hot fluid that caused superficial skin irritation on the patient. Please note the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: melted and left debris in patient's shoulder . Probable root cause: non-conforming component. Poor assembly process, misuse. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was hot fluid that caused superficial skin irritation on the patient. Please note the procedure was completed successfully.